Event description:
It was reported that a tlc55 was used during an unknown procedure. It was reported by the affiliate that the instrument would not fire (no other details are not available). There was no consequence to the pt.